Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned. The cause of the infection was unknown. Per the instruction of use of the device, pump pocket infection is a known possible risk of use of the device. Reporter stated, "only known relation to the pump was that the infection was located at the pump pocket." Internal complaint number: (B)(4).

Event description:
Information was received that reported a pump replacement due to infection in the pump pocket. Clinical specialist (cs) reported that the device was discarded. Cs stated that the cause of the infection was unknown.